Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2025, the patient¿s parent reported concerns about inaccurate glucose readings, prompting a visit to the hospital. At home, the patient¿s cgm displayed a reading of 143 mg/dl, while a fingerstick test showed 290 mg/dl. Due to this discrepancy, the parent contacted the patient¿s endocrinologist, who advised them to proceed to the emergency room (ER). The patient arrived at the ER at approximately 2:40 pm central time. Upon evaluation, hospital staff recorded a dexcom reading of 276 mg/dl and a fingerstick blood glucose reading of 378 mg/dl. No symptoms were reported by the reporter. The parent declined to provide further details regarding treatment or symptoms experienced during the event. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) b2 outcomes attributed to adverse event - additional information. B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: health effect - impact code - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6) 2025. Technical support contacted the patient and confirmed that they had been hospitalized for approximately 24 hours and were discharged. However, the exact timing of discharge was unclear at that point. On 08/23/2025 technical support further confirmed that the follow-up call had been conducted on 08/05/2025. It was also verified that the patient had been discharged on (B)(6) 2025, at approximately 2:40 pm. At this time, no additional patient or event-related information is available.